Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support a positioning issue was reported. An echocardiogram indicated the impella was too shallow initially and not directed toward the apex. The physician torqued the device and advanced 1cm. The patient continued on impella support until the device was successfully weaned.